Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error a few times and that the pump has a crack near the display screen. Customer does not recall any significant events leading to the error. Customer's blood glucose was 115 mg/dl at the time of incident. Troubleshooting was done for motor error but customer was advised that the device would be replaced and to return the product for analysis. No further information was given.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.